Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed 88 hours of extended bench testing at the customer's settings. The vent failed final test for slight non-conformance with measured vti. The slight non-conformance would not results in a failure to ventilate properly.

Event description:
It was reported to vyaire that while attempting to connect a patient to the lap top ventilator 1200, the ventilator alarmed disc sense and would not properly ventilate the patient. The customer did report that there was blood and vomit all over the patient and circuit. The patient was switched to another ventilator and no further issues were noted. The customer confirmed that there was no patient harm associated with the reported event.